Event description:
It was reported that the pump touch screen was unresponsive and that an unspecified malfunction alarm occurred. The customer reverted to an alternate method in insulin therapy. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose level was 121 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.